Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of receiving excessive no delivery alarms during basal. Customer changed infusion set and issue persisted. Customer's blood glucose was 424 mg/dl. Insulin did exit while performing a 5.0 unit fixed prime. Customer was not able to check for bent cannula due to not having any more infusion sets. Customer was advised to change infusion set as soon as possible and to monitor insulin pump. Customer declined troubleshooting for high blood glucose.